Event description:
The customer reported a leak occurred at an unspecified location on an outpatient undergoing a CT of the chest , abdomen, and pelvis with contrast. It's unknown if the leak occurred during a flush or during a power injection. The patient had an IV in the left antecubital. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in (B)(6) of 2018, a leak occurred on an outpatient. The patient had an IV in their left antecubital.